Event description:
It was reported bd phaseal optima injector (n35-o) had leakage issues. The following information was provided by the initial reporter: "I was made aware of a leak during the use of a... Infusion...".

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported bd phaseal optima injector (n35-o) had leakage issues. The following information was provided by the initial reporter: "I was made aware of a leak during the use of a... Infusion..."